Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing, the device failed pm attempt on reservoir side (pressure test). The pressure setting did not match the actual pressure it was set to. There was no patient involvement. During the calibration process they applied pressure to the ats, however the pressure source was fully compressed with little to no back pressure from the ats. The device passed calibration on the blue side (cuff side), however going down the red side (reservoir side), the multiple syringes that they used as a pressure source were not holding pressure on the 250 test or more. Due diligence is complete, no further information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.